Manufacturer narrative:
Pt. Weight not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to emergency department due to concern for a fractured driveline. X-rays were to be taken of the affected area. A log file analysis captured a few low power advisories due to normal battery depletion. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected driveline fracture could not be confirmed from this investigation. The device was not returned for evaluation, and no x-rays or photographs were returned for investigation. It was reported that the patient was admitted to the emergency department due to concerns of a fractured driveline. X-rays were taken of the affected area. Technical services reviewed the submitted log files and noted low power advisories due to the patient running their batteries below the low voltage threshold the controller event log file captured low power advisories on 12jul2021 from 19:06:17 to 19:06:47, due to the patient running their batteries below the low voltage threshold. The advisories resolved once the patient reconnected to charged batteries. Routine pi events and power exchanges were documented throughout the log file. The pump operated above the low speed limit and appeared to function as intended. The controller periodic and lvad event and periodic log files captured the device functioning as intended and no alarms were observed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas IFU and patient handbook contain information on how to care for the driveline and caution the user not to twist, kink, or sharply bend the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas IFU is currently available. Section 5 of this IFU "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap.". Heartmate 3 lvas patient handbook: section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.". Section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. Additionally, this section provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies, including communication faults, and what actions to take. No further information was provided. The manufacturer is closing the file on this event.